Event description:
This is a report of a connection issue on a minicap that occurred during use by a patient while performing peritoneal dialysis (pd) therapy. The nurse stated that when trying to connect the titanium adapter to the transfer set, the plastic connection to the catheter connector was moving around in the wrong way. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a connection issue on a minicap transfer set that occurred during use by a patient while performing peritoneal dialysis (pd) therapy (updated from minicap to minicap transfer set). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. Visual inspection was performed with the naked eye and a microscope which noted excess solvent near the junction between the light blue main body and the dark blue female connecter. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.